Event description:
It was reported that device is coming in on an expired rental contract. There were no alleged deficiencies reported. Additional information received, when the device arrived at the service center the label on device was illegible and no safety or serial number could be seen. There was no reported patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number 91015703 was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be in good overall condition. The charger and charger power supply were not returned. The charger power supply adapter types c, g and I were returned. The device was functionally tested and passed functional test during evaluation. Furthermore, a fault reset entry was noted on 20oct2022 and the driver shows indications of servicing testing after that date. Since the serial number is unreadable, it cannot be determined if this issue was addressed in a previous service visit. No other anomalies were identified. One photo of elevation driver was provided by the customer. Reviewed by (B)(4) on 22-aug-2025. In the photo, elevation driver had illegible label, so labelled information like catalogue number, serial number and date of manufactured were not clearly visible. No other visual anomalies were noted of the internal component. Therefore, based on the investigation review, the reported issue of label on device was illegible was determined to be confirmed. The root cause for identified illegible label issue could not be determined based on the provided information. Labelling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device is coming in on an expired rental contract. There were no alleged deficiencies reported. Additional information received, when the device arrived at the service center the label on device was illegible and no safety or serial number could be seen. There was no reported patient contact.